Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of allergy to metals ("she is intolerant to nickel (essure component)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia") with pain and menstrual disorder ("her menstrual period had changed"). The patient was treated with surgery (patient is in waiting list for removal of product). Essure treatment was ongoing at the time of the report. At the time of the report, the allergy to metals had not resolved and the fibromyalgia and menstrual disorder outcome was unknown. The reporter considered allergy to metals, fibromyalgia and menstrual disorder to be related to essure. Diagnostic results: unknown date: allergy to nickel test: she is intolerant to this metal (essure component). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-oct-2017 for the following meddra pt: allergy to metals: n° 322 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 17-oct-2017 for the following meddra pt: allergy to metals: n° 322 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident; no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.